Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image and black image is likely due to component failure. After aeration, the image returned to normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service team indicated that a no image and black image condition was found. There was no patient involvement.